Event description:
A customer reported that their abbott diabetes care (adc) device was damaged as it was submerged in water, and it would not power on. The customer was incapable of testing therefore, they were unable to monitor their glucose. As a result, the customer experienced dizziness and a seizure and was unable to self-treat, requiring glucose from their spouse for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that their abbott diabetes care (adc) device was damaged as it was submerged in water, and it would not power on. The customer was incapable of testing therefore, they were unable to monitor their glucose. As a result, the customer experienced dizziness and a seizure and was unable to self-treat, requiring glucose from their spouse for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader and verification of correct cable and adapter were reviewed. The dhrs showed that the libre reader passed all tests prior to release and the correct cable and adapter were part of the kit pack. The returned reader (B)(6) was investigated with retained test strips. Visual inspection was performed on the reader and no issues were observed. Reader fell into the water. Reader did not powered on with button press, strip or usb cable insertion. Reader was connected to pc and did not recognized the reader. The reader was de-cased and visual inspection was performed; liquid contamination was observed. An extended investigation was performed. Visual inspection was performed on the returned de-cased reader and no issues were observed. Reader fell into the water according to the customer. Attempted to power on the reader with button depression, reader did not power on. Visual inspection was performed on the reader's pcba (printed circuit board assembly) and liquid contamination was observed. The cause of the contamination is due to the customer allowing the product to fall into water. Therefore, this issue is not confirmed to use. This also serves as a correction report. Section (additional mfg narrative) was incorrectly updated in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.